Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 that the patient received an unknown error message on their receiver.no additional event or patient information is available. No product or data were provided for evaluation. The confirmation of the complaint is undetermined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The transmitter was returned for evaluation. An external visual inspection was performed and passed. A voltage test was performed and failed due to no voltage. No data was provided for evaluation. Confirmation of the complaint was undetermined. The probable cause could not be determined.